Event description:
It was reported the intellivue x3 displays a message that the speaker is defective. It is unknown at this time if the device produced sound. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Reporting institution name: (B)(6) hospital. A philips remote service personnel (rsp) requested a replacement speaker assembly and mainboard to be shipped to the customer to resolve the issue. The customer returned the mainboard as it was not used in the repair process. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Based on updated information, the record has become non-reportable. Diminished or distorted audio is detectable by the user allowing them to implement alternate means of monitoring as warranted. The user would be aware of the problem based upon the sound quality of alarm tones. Good faith efforts (gfe) confirmed the sound was slightly distorted. A third-party engineer replaced the speaker assembly to resolve the issue, and the mainboard was returned after it was not used for repair. The device has returned to working specification. After the speak assembly was replaced, the unit returned to specification. No further investigation or action is warranted at this time.

Event description:
It was reported a message appeared saying that the speaker was defective. It was confirmed the sound was slightly distorted. The device was in use on patient at time of event, there was no adverse event reported.